Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was 500 mg/dl with diabetic ketoacidosis. Reportedly, the customer experienced vomiting and nausea. Customer administered a manual insulin injection to address elevated bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.